Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 10/03/2018, the customer indicated that she did not recall the date that her mastitis began, but that her mastitis is resolved. The device was returned and evaluated on 09/26/2018 and the motor was working without issue when using both the power supply and the battery and the battery charged without issue. Additionally, suction was without issue at -225 mmhg max for single, and -220 mmhg max, for double pumping. The customer's complaint could not be confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(6) that her freestyle breast pump had low suction. The customer was sent spare parts and tubing to resolve the suction issues. On (B)(6) 2018, the customer followed up with an email that she had recently been sent spare parts and new tubing in the hopes that it would help her pumping issues; however, in the past month, she had two cases of mastitis and several clogged ducts, with no change in her pumping practice. She alleged that the vacuum on the pump might be beginning to fail and that she had developed mastitis again, for which she was prescribed antibiotics.